Event description:
The doctor wanted to drain the biliary tract by inserting zso-7-12. In the process of unfolding the pigtail with a straightener to pass the zso-7-12 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass. So, they used the new zso-7-12. They did not change the guide wire.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to pr (B)(4) / MDR# 3001845648-2023-00666 which was opened as an additional complaint to capture the user error of the incorrect sized wireguide used with the replacement device zso-7-12. Manufacturing records: prior to distribution, all zso-7-12 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-12 device of lot number c2036991 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2036991. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). It may be noted that a 0.025 inch wireguide was attempted to be used, however this not contribute to the issue reported, as per complaint description ¿in the process of unfolding the pigtail with a straightener to pass the zso-7-12 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass¿ this will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked. Product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the pigtail part was bent and the wire did not pass confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-dec-2023.